Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -6.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022 as a replacement lens to a previous issue. The surgeon noted "pro2h; vomit; there is exudative membrane in the posterior chamber". On this same date the lens was explanted in a second surgery and it was noted "patient feelsl good after surgery". This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Health effect clinical code: 4581 - postoperative 2h, vomit, exudative membrane. Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with resiude on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).